Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via call he was hospitalized for 2 weeks, somebody used his pump incorrectly in the hospital, infusion set were incorrectly labeled and should not be used part of the recall and he was on coma. The blood glucose level was high. The blood glucose level was 600 mg/dl. The insulin pump will not return for analysis.